Manufacturer narrative:
(B)(4) it was reported that the catheter was not irrigating on all ports before insertion and was resolved by flushing. It was also reported that customer was getting a high temperature reading of 30-45 when they came on ablation and temp limiter displayed on the stockert generator and then it shuts off. Customer reported that there was a minimal flow when the catheter was removed from the patient and there was char on the tip of the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter was not irrigating on all ports before insertion and was resolved by flushing. It was also reported that they are getting a high temperature reading of 30-45 when the physician came on ablation and temperature limiter displayed on the stockert generator and then it shut off. There was a minimal flow when the catheter was removed from the patient and there was a char on the tip of the catheter. The catheter was exchanged and the case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).